Event description:
This is 3 of 3 reports linked to mfg report numbers 3004608878-2026-00007 and 3004608878-2026-00030: a facility reported that the mayfield swivel adaptor (a1018) came loose during surgery, resulting in a single scratch to the patient's hairline/forehead, and a bandage was applied to the forehead. Another device was used to complete the surgery. The surgery time was not significantly increased.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -the inspection of the swivel adapter a1018 with serial number (B)(6) shows no defects. The starburst teeth is in good working order and the torque screws are in good condition. The unit can be properly fixed into the submitted base unit and skull clamp and has no movement after fixation. The unit has been subjected to a successful functional check and it meets manufacturer specifications. Root cause - the complaint is not confirmed via inspection since the swivel adaptor shows no defects and is in good working order. The probable root cause is improper or suboptimal placement of the mayfield system or defect with the base unit or skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.